Manufacturer narrative:
(B)(4). (B)(4). Results: rep samples from the same lot number as the actual device were returned for evaluation. Knot pull and straight pull test results of the received sterile samples met requirements. Evaluation conclusion: the devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unknown surgical procedure on (B)(6) 2008 and suture was used for skin closure. During the procedure, the suture broke. There was no adverse consequence to the pt.